Manufacturer narrative:
Evaluation confirmed that beak had broken off instrument. Possible cause is stress overload or the beak was cracked before the procedure.

Event description:
Allegedly, the doctor was performing a turbt on a patient when the ceramic tip broke off the instrument into the patient. The doctor immediately retrieved the piece, replaced the instrument and completed the procedure. There was no injury to the patient reported.